Manufacturer narrative:
Conclusion and justification status: the complaint states it was reported to me last night that two mis acetabular inserters have been damaged, namely the plastic latch that stops the cup from rotating. Once replacements have been received the hospital will return these items for inspection the investigation could not confirm the failure mode as no device was returned. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states it was reported to me last night that two mis acetabular inserters have been damaged, namely the plastic latch that stops the cup from rotating. Once replacements have been received the hospital will return these items for inspection the investigation could not confirm the failure mode as no device was returned. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
The plastic latch that stops the cup from rotating is broken.